Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available as the site discarded the part before the lot number could be documented. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the universal drill guide (udg), where you insert the drill guide, was found to be stripped. No patient was present.

Manufacturer narrative:
Correction: manufacturer updated to proper value.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device manufacture representative spoke to the facility, they believe they ended up getting the universal drill guide (udg) to work without replacing it. The facility thought they may have just had new staff using it that thought it was damaged or they may have switched out one of the ¿fighter¿ arrays from another pan they weren¿t using routinely.